Event description:
The affiliate reported the customer alleged falsely elevated hemoglobin and red blood cell (rbc) results and low platelet count, involving coulter act 5diff al. Subsequent testing produced normal hemoglobin and rbc results. Platelet count was initially low, at 34. After retest, platelet count recovered at 70 with no flag. All questioned initial results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse replaced the backwash and sample pump o-rings, re-aligned the probe positions, verified all dilution valve operation and performed reproducibility tests. No issues were noted. The unit conformed to the manufacturer's performance specifications. Suspect improper mixing of the sample prior to testing. Beckman coulter was able to reproduce similar incorrect results on several different samples by not completely mixing the sample prior to testing. Improper pre-analytical mixing is the likely cause of the discrepant results received by the customer. Backwash, o-rings.